Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction was likely due to a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU states ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was reprocessed incorrectly. The user accidently put formalin in the reprocessing machine instead of alcohol. The issue occurred during reprocessing and the scope was used in the next procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.